Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. A specific cause for the patient's infection could not conclusively be determined. A full evaluation of the device could not be conducted as the device was not explanted. Infection is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline infection with purulent drainage. The patient was febrile, and was treated with bactrim. On an unspecified date, the patient reported worsening symptoms and drainage. A wound culture was positive for group a streptococcus. The patient¿s treatment included 4 days of bactrim along with the parental antibiotics vancomycin, piperacillin, clindamycin, and penicillin g. The driveline infection was reported as ongoing. No additional information was provided.

Event description:
Additional information: it was reported that the driveline infection spread to the pump pocket. On (B)(6) 2017, the patient required 2 units of packed red blood cells due to acute blood loss anemia post operatively. It was reported that the bleed was due to delayed chest closure from treatment for the lvad pump pocket infection.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.